Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, resistance was exhibited when inserting the right ventricular and left ventricular leads into their respective header ports. The physician reported that additional force was needed to ensure a proper connection. Connection was confirmed successful and the procedure completed with no further reported anomalies. No adverse patient effects were observed during the implant procedure and to date, the device remains implanted and in service.